Event description:
No pt harm. Plastic that covers the metal part became fractured. Device immediately removed with no patient harm. Diagnosis or reason for use: femoral artery closure device for hemostasis.